Event description:
The manufacturer's representative reported that the patient expired. The patient had been previously "trialed" with an epidural catheter administering approximately 20 mg/day of morphine. The drug delivery system was implanted in 2005. The procedure was uneventful. The pump was filled with 10mg/ml of morphine, a priming bolus was given; the pump was programmed to deliver 3 mg/day. Early the next day the hcp visited with the patient who was alert and conversing normally. The patient was discharged at approximately 8:30am. The patient's wife "ran errands" on the way home while her husband was in the back of the car. At noon, she reported he appeared to be asleep and snoring in the car. At 1 pm she found that he was dead. It was reported that toxicology would be performed as well as possible autopsy.